Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
Received one device. Initial customer report of an issue with the downstream occlusion sensor (dso) seal. During visual inspection it was confirmed that the dso seal was damaged. The dso seal was replaced with a new one. Performance verification test was performed. Device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.